Event description:
It was reported that a pain pump began leaking after being placed on a pt. After the pump was removed, it was taken to the hospital's satellite pharmacy to be returned to the MFR for investigation. Instead of being returned, the pump was placed on another pt. Repeated attempts were made at gathering add'l info on both pts, but at this time, no add'l info was available.

Manufacturer narrative:
According to the info that has been provided, the device is not available for investigation. If the device is made available, an investigation will be completed and a f/u report will be submitted.